Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and was guided through reset process; after reset error did not recur and customer successfully started new sensor session.